Event description:
A report was received that following a trial procedure, the patient was experiencing post op pain. The patient was given IV morphine, hydrocodone-acetaminophen, and valium. The event is related to the procedure and not the device.

Event description:
A report was received that following a trial procedure, the patient was experiencing post op pain. The patient was given IV morphine, hydrocodone-acetaminophen, and valium. The event is related to the procedure and not the device.

Manufacturer narrative:
Update to the initial MDR in sections a2, a3, and d6.